Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator not cycling. Additional malfunctions include the clamps were leaking, and the pm kit was dirty.